Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication ((B)(6) 2009). Analysis of the titan anchor (model 3550-39) found the titanium insert was separated from the silicone sleeve. Breached cuts were observed on the sleeve.

Event description:
It was reported that during a revision to reposition a lead, the physician noted that the metal part of the titan anchor had come loose from its sheath. The titan anchor was explanted and was not replaced. The pt incurred no injury and recovered without sequela.